Manufacturer narrative:
The customer's test strips were requested for investigation and a replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field e3. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a questionable result when testing with a coaguchek xs meter (serial number unknown). At 4:00 p.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 1.6 inr. At 4:30 p.m., a capillary sample collected from the patient was tested using the meter, resulting in a value of 2.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested twice weekly.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.6 - 3.2 inr): qc measurement 1 = 3.0 inr. Qc measurement 2 = 2.9 inr. Qc measurement 3 = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The patient's finger was squeezed during sample collection. Per product labeling: "if needed, immediately after lancing, gently massage the finger from its base until a drop of blood is formed. Do not press or squeeze the finger." Medwatch fields d9 and h3 have been updated.